Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer while using the device. Patient also alleged particles in the machine. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device' alleging particles in machine, cancer while using the device, other thermal issue. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation manufacturer found an unknown dirt like contaminant underneath the flip door all around the filter area, dust like material on the top enclosure, rear panel, front panel, bottom enclosure. Interior investigation shows dust like contamination on the top enclosure, front panel, rear panel, bottom enclosure, blower box blower cap, blower, blower seal and blower impellors and. Evidence of liquid ingress is present on the bottom of the blower. And keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Section h6 type of investigation, investigation findings, investigation conclusions was wrongly captured in previous report and codes should be reported as type of investigation-4114, investigation findings-3221, investigation conclusions-4315. Sections d8, d9, h2, h3, h6 has been updated in this report.